Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with a broken battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked case at display window corner, cracked lcd window, missing display window cover, minor scratched lcd window, partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring. It was because of all this damage the device was unable to perform any functioning tests.

Event description:
The customer reported via phone call that the insulin pump is damaged at the battery compartment. Customer's blood glucose was unknown at the time of incident. The product will be returned.